Manufacturer narrative:
Conclusion: a medical review concluded, a fall of the patient at 3-months post primary arthroplasty has caused a hip dislocation where the intraprosthetic dislocation type with escape of the mdm poly bearing from the metal shell and bearing required revision surgery. A high cup inclination as likely secondary factor to promote dislocation risk was addressed during revision as well through cup exchange into more normal position. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Device not returned to the manufacturer.

Event description:
Customer reported that a patient got a hip implant (mdm) 3 months ago. Patient fell and this caused a hip luxation. As a result the mdm ball luxated from the femoral head. Update per medical review: "a fall of the patient at 3-months post primary arthroplasty has caused a hip dislocation where the intraprosthetic dislocation type with escape of the mdm poly bearing from the metal shell and bearing required revision surgery. A high cup inclination as likely secondary factor to promote dislocation risk was addressed during revision as well through cup exchange into more normal position".